Event description:
Customer reportedly received the following results on the active s system within 10 minutes: 351 mg/dl and lo (less then 9 mg/dl); 454 mg/dl and lo. The reported values were obtained several hours apart. Low blood glucose symptoms were reported during the 1st incident; customer was able to self treat with a nectarine and an unspecified pill. No adverse event related to the device was reported. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
Customer reported using two active s systems (unk which system produced which result). This medwatch report is the suspect device used in system 1 (lot number 22992132, expiration date 5/31/2010). (B) (6).